Event description:
Home pt (hp) contacted baxter's technical service center for assistance during apd therapy. Hp received a se2240 alarm during initial drain. Reportedly, at time of call, hp could not locate any air leak. Tech assisted hp in ending therapy and advised hp to contact rn. The following am, the hp contacted baxter's quality assurance to report a leak in the cassette. Hp reportedly noted tiny air bubbles in the pt line during initial drain and when removing the cassette from the homechoice machine, hp noted cassette was only half full and moisture was noted at the base of the machine door. Follow up with the hp's rn indicated the hp was treated prophylactically with ip vancomycin 2 gm. No pt injury reported per rn.